Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the films returned. Pre-implant anatomy is unknown, and images during the intervention when the tip reportedly detached during removal of the delivery system were also not available for review. CT¿s pos t-intervention were also not available. CT¿s returned from 3 weeks prior to the intervention revealed that an endurant stent graft system had been implanted in the patient. The maximum aaa diameter measured 54mm, and contrast was seen within the distal sac from bilateral distal type ib endoleaks. Both limbs appeared to have migrated out of their respective iliac arteries and were positioned ~2cm above the distal aorta. The limb were acutely angulated anteriorly at their take-off and were sharply angulated 90 deg posteriorly as they coursed distally into the bottom of the aaa sac. The iliac arteries appeared extensively diseased & calcified bilaterally. The right common iliac artery was aneurysmal and the origin of the right external iliac was severely tortuous and stenotic, ranging from ~5 ¿ 8mm in flow lumen diameter near the tortuous origin. The left common iliac artery was mildly tortuous, and ranged in flow lumen diameter from ~16 ¿ 13 mm, and the left external ranged in flow lumen diameter from 10 ¿ 6 ¿ 8mm. It is possible that disease progression (iliac artery dilatation) and aneurysm morphology changes as noted by the stent graft limb angulation, may have contributed to the bilateral limb migration and resulting distal type I endoleaks. The cause of the tip detachment could not be determined. Images during the intervention were not available, including the location and details of the tip detachment event, and the detachment co uld not be assessed. It is possible that the iliac vessel morphology, as highlighted by the severely tortuous and stenotic right external iliac artery note prior to the intervention, may have contributed. A device issue also cannot be ruled out as a potential cause of the tip detachment. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. Other relevant device(s) are: endurant limb: s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported on films analysis reviewed for this patient in relation to another reported adverse event that bilateral distal type ib endoleaks and migration were observed. Intervention was completed to resolve the endoleaks. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: as per the physician, the original evar procedure was completed in 2012 and in follow up in approximately 6 years post the index procedure type ib endoleaks were observed in both iliacs. Intervention was performed on both sides to resolve them successfully. The cause of the endoleaks as per the physician may have been related to the short iliacs on both sides and their migration proximally in addition to some iliac enlargement. It was also noted that the left iliac limb was not far enough placed into the bifurcate in the index procedure. If information is provided in the future, a supplemental report will be issued.